Event description:
Boston scientific crm received info that during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d) and this coronary sinus lead the pt's blood pressure dropped and the pt went into ventricular fibrillation (vf). The pt required an external shock as the device was undersensing the rhythm. This external shock did not cardiovert the rhythm and a stat shock was delivered via the programmer. The rate was successfully cardioverted and the device's lower rate limit was increased to improve perfusion. An echocardiogram was performed and noted minimal ventricular wall motion and a pericardial tamponade. A pericardiocentisis was performed and which aspirated 260 ml of body fluids.

Manufacturer narrative:
The pt's rhythm developed into vf again and cardiopulmonary resuscitation (CPR) was performed and after two external shocks the rhythm was successfully cardioverted. The pt's blood pressure started to rise and an add'l echocardiogram noted that the tamponade had decreased in size. The pt was transferred to the coronary care unit for further treatment. The pt was stable for approx 10 minutes and then started to become unstable again and eventually expired. The cause of death was a pericardial tamponade resulting from perforated vessels during the implant procedure. The device and lead system remain in the pt and will not be returned.